Manufacturer narrative:
As of today, the lead has not been returned for analysis. Due to the length of time between explant and manufacture aware date we do not expect the lead will be returned. Boston scientific was not present at the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged. Surgical intervention was performed and the lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported.